Event description:
It was reported that during a urological procedure, the instrument was placed on the tissue. After closing and locking the prongs, the operator pressed the energy button for coagulation. After the coagulation cycle was completed, the cut button was pressed to cut the tissue. After pressing the button, the knife remained depressed, but the knife did not retract. It was impossible to retract the knife and unlock the prongs, even with slight force. The operator gently and calmly removed the jaws from the coagulated tissue. After removal from the trocar, the prongs remained locked, and the knife extended without the possibility of retraction. To procedure completed physician used another one product the same type. No consequences for the patient reported.

Manufacturer narrative:
(B)(4). Date sent: 4/30/2026. D4 batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.